Event description:
The customer reported visiting an urgent care due to high blood glucose of 522mg/dl. The customer experienced thirsty and unexplained high glucose. Troubleshooting was performed. The basal rates and bolus wizard were correct. Reviewed the bolus history and seems to be fine. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent. Performed a displacement test and the insulin was dripping out with numbers ramping, but the test passed. The caller stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.